Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) appeared to be oversensing t-waves and the lead impedance measurements had increased just in the last few days. The sensitivity of the ICD was programmed to least, but the oversensing persisted.